Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Difficulty was noted while advancing the catheter and a dissection was noted after adding contrast. The physician preferred to not to take any action and the procedure was completed without complications. The patient is in stable condition.